Event description:
Additional information from the patient reported they had an infection. The patient stated they took medications for 3 days. The patient stated that the incision, sweat popping out, and feeling weak when they got up to walk was better, but they are still wetting some.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported since the first day and the next day without changing her pullup, but after that, she is still wetting and wetting when she stands up. The patient noted it is better during the day, sometimes she can make it to the bathroom. The patient noted she called her healthcare professional (hcp). The patient reported her incision draining and sweat popping out and feeling weak when she gets up to walk. The patient does not feel stimulation and therapy is on program 1 at 0.2 v. The patient reported 2 days after she was still wetting and wetting when she stands up, incision draining, sweat popping out and feeling weak when she gets up to walk. The patient called back and reported they had approval to increase stimulation. The patient increased stimulation to 0.7 where she felt stimulation comfortable in the bike seat area. The patient is implanted for gastrointestinal/pelvic floor and urinary dysfunction /sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.